Event description:
It was reported that the guidewire "fell apart" while inserting it into the balloon catheter. The wire was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the guidewire was returned and analyzed. Analysis revealed the guidewire was unraveled. Visual summary analysis indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.